Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and pacemaker experienced a normal device change out procedure. When attempting to remove the rv lead from the device header the terminal pin separated from the lead body. The lead terminal pin was unable to be removed from the device header; however the physician was able to successfully cut and cap the lead as well as explant the device. Another rv lead and device were successfully implanted. No adverse patient effects were reported.